Event description:
It was reported a component of the device detached inside of the patient. A fathom 16 .016 perph gw 180x25cm was selected for a liver embolization procedure to treat the target lesion located in the left hepatic artery. The left liver was being treated with a cisplatin-lipiodol mixture for the second time. The left hepatic artery was being accessed using the fathom 16 .016 perph gw 180x25cm. During the procedure, the distal part of the fathom 16 .016 perph gw 180x25cm detached inside of the patient. The physician was able to aspirate the detached part of the fathom 16 .016 perph gw 180x25cm into the microcatheter and retrieve the fragment from the patient's vessel. The procedure was completed using an alternate method with another device of a different model. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).